Event description:
Reportedly, the device was found to be defective and was not used. The initial report was received as a handwritten note to the distributor. Per the initial report, translated "informed that the leaflet was defective, chosen not to put in the patient. Follows prosthesis". No patient information was provided. Device to be returned.

Manufacturer narrative:
The initial report was received by the distributor in the form of a hand-written note from a "dr. (B) (6)", not in english and barely legible. On 12/01/2009 after phone calls made by the distributor and the product specialist, and several emails, a response stated this was before use and no patient was noted. On 12/02/2010 instructed contact in (B) (4) to ship device for decontamination and quarantine to (B) (4), for evaluation. Also, requested the customer experience report (cer) to be completed. The cer dated 12/09/2009 clearly states this was before use and no patient information was provided. Repeated phone calls and emails have yielded no additional information regarding the event. 01/07/2010 the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformances. On 02/12/2010 learned product was still sitting in (B) (4) waiting for clearance to ship. Original complaint handler no longer with the company. On 02/23/2010 device shipped and on 03/05/2010 device received at (B) (4) facility for decontamination and quarantine prior to shipment to the u.s. On 04/12 device was received in (B) (4) for evaluation which was completed on 04/14/2010. On 04/14/2010 per the evaluation, this device was used. The decision tree was reviewed and rerun based on this new information. This was determined a reportable event per edwards lifesciences procedures. The device was explanted at implant -- it was used, contrary to the original report. On 04/16/2010 rec'd corrected information regarding doctor's name and ew contact name for customer letter. Customer letter sent and attached to file. To date, no patient or event information has been provided by the surgeon or the hospital. X-ray. Visual observation to the valve indicate commissures 2 and 3 appear to be slightly closer/pressed together, leading leaflet 2 to partially fold itself along the midline as evident at the inflow aspect. Light red/brown stains are detected in the sewing fabric. Suture holes are detected in the sewing fabric and silicone ring. The x-ray indicate commissure 3 flared towards the center of the valve.